Event description:
The customer called and reported high blood glucose. Bgs were treated and explained. Troubleshooting was performed. It was reported that the customer was hospitalized due to low blood glucose. The programming, insulin concentration, and bolus history were accurate. In addition, a lead screw test was completed and passed. Suggested customer to call md to dicuss possible causes of low sugar level.